Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable pulse generator (ipg) was connected and atrial sensing dropped. The ipg was then mistakenly placed liquid for a period of time. When the ipg was re-attached, noise was noted on both the atrial and ventricular channel which was not evident prior to the ipg being submerged in liquid. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.